Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation experienced "door not fully latched" message when unequal pressure was used to close door (e.g. Applying pressure to top of the door only). Evaluation found pump door able to close as designed with loaded set by pressing the upper and lower corners near the door hooks (as described in the operators manual). The door hooks were reworked to ensure proper door function.

Event description:
It was reported that a spectrum pump 'door will not open with tubing". Review of history log showed multiple "door jammed" messages. It was also reported that there was no pt involvement.